Event description:
It was reported that right ventricular (rv) lead dislodged into the atrium. The dislodgment was confirmed through a chest x-ray after patient received inappropriate shocks. The lead was pulled back into the atrium, so it was sensing atrial activity. The lead was explanted and replaced. No patient consequences.